Event description:
It was reported that an mr radiographer complaint of headaches from a magnet quench from an optima mr360 mr system. The technologist informed ge healthcare that they underwent an ent (ear, nose and throat) exam, and it was detected the radiographer suffered from hyperacusis (over sensitivity to certain frequency ranges). The hyperacusis occurred prior to this incident however the technologist was unaware. The quench generated a slight hearing loss for the technologist, it was treated with cortisone and the technologist hearing is now back to normal.

Manufacturer narrative:
Mr technologist information was not provided. Ge healthcare's investigation is completed, the magnet quench was spontaneous and could be caused when the balance inside of superconductor has been broken, such as sudden coils movement, coupled current or magnetic field from outside, helium pressure increase, higher em (electro-magnetic) force from outside (such as elevator movement, heavy trucks nearby and etc), qps (quench protection switch) failure, etc. Visual inspection and the test results for the mir system show no issues, the system was determined to be functioning within specifications. The root cause to the mr technologist hearing loss was failure of customer owned quench vent. The customers vent was not constructed to specifications. Under a spontaneous magnet quench event, the vent failed allowing some helium and related acoustic energy into the scan room. No further actions are planned at this time.